Event description:
When the nurse removed the PICC dressing, it was noted that the PICC catheter was split into 2 pieces. PICC nurse stated that it was a sharp clean split, possibly caused by a sharp object. An exchange was attempted, but unsuccessful. The damaged line was removed.